Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the stent was returned for evaluation and there was no sheath returned. The evaluation observed a stent dislodgement. The stent was returned on the balloon and dislocated by 3mm toward the proximal bond. The stent not been expanded and could not be removed during evaluation. There was two areas of damage noted to the stent , the first located at the distal end and the other 20mm from this. It is likely this damage occurred during the attempted insertion of the device into the sheath. The result of the investigation is inconclusive for the reported device incompatibility issue. The root cause for the device incompatibility issue could not be determined based upon the available information received from the field communications and the device evaluation. Labeling review: the instructions for use for the lifestream was reviewed and contains the following information relevant to the reported event: warnings: should excessive resistance be felt at any time during the insertion process, do not force passage. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Potential adverse events: inability to introduce/withdraw endovascular system. Directions for use: site access and preparation. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. D4 (expiry date: 09/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the device allegedly was not able to load into the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g5. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the result of the investigation is inconclusive for the reported device incompatibility issue. There was no sheath returned. The evaluation observed a stent dislodgement. The stent was returned on the balloon and dislocated by 3mm toward the proximal bond. The stent not been expanded and could not be removed during evaluation. There was two areas of damage noted to the stent, the first located at the distal end and the other 20mm from this. It is likely this damage occurred duringt the attempted insertion of the device into the sheath. The definite root cause could not be determined based upon the available information. Labeling review: the IFU for the lifestream was reviewed and contains the following information relevant to the reported event: warnings: should excessive resistance be felt at any time during the insertion process, do not force passage. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Potential adverse events: inability to introduce/withdraw endovascular system directions for use: site access and preparationusing standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H10: d4 (expiry date: 09/2022), g4. H11: h6 (method, results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the device allegedly was not able to load into the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiry date: 09/2022).

Event description:
It was reported that during procedure, the device allegedly had compatibility issue. There was no reported patient injury.